Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v536392, implanted: (B)(6) 2010, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that stimulation was going to the sciatic nerve and lead placement had to be redone. An issue with the lead was noted. Patient had revision surgery around 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.